Manufacturer narrative:
The customer was sitting on the wheelchair and the "wheel broke off near the welding". The patient stated she fell and that "family helped the customer get up". The customer said there was no serious injury but stated that the customer "called the doctor for pain medication" for "shoulder and rib pain" and confirmed that the pain medications prescribed were new prescriptions. The device has been requested for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Wheel broke off causing fall.